Manufacturer narrative:
G2: country of origin - republic of korea h3: product analysis: part # 5480004v; lot # kh19d518 visual inspection revealed the tip of the driver broke due to torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used for posterior fixation. It was reported that the instrument tip was broken. Product will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event.